Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump delivered a bolus of 13.8 units without her knowledge. The customer requested a replacement insulin pump. Nothing further was reported.